Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage, and button error. The customer stated the numbers on their keypad were not scrolling. Customer's blood glucose was 154 at the time of the call. The customer states the insulin pump alarmed button error after being exposed to water. The keypad issues began after drying the pump. There was no button response from the act button and up and down arrows. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.